Manufacturer narrative:
The device history record for the lot number, aa5005f06, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The original packaging was not returned with the device. Upon visual appearance the molded head and tube appeared to be clean without any foreign substance on the exterior of the device. The balloon appeared to have rustic stained appearance. The device could not be filled with the suggested amount of water due to an apparent radial direction split of the balloon fabric. There was no identifiable origin of the split, after the balloon material was manually pressed together in order to reform the balloon shape. The balloon was inspected under magnification (30x). The split was noted partially around the balloon above the proximal collar area of the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received stated "the client is aware of the fact that medical surgery can be precluded by replacing the button in the stoma when it falls out. The parents of the patient informed us that they tried this in both instances, however, it was not possible for them to place a new button in the stoma. Even a nurse tried it, but unfortunately without results."

Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the balloon was broken which caused the to stoma to close. Medical surgery was required to open the stoma. The was no reported injury. Age, weight and gender were asked but not provided. Additional information has been requested but not yet received.